Manufacturer narrative:
The lot was manufactured between october 30, 2023 - november 6, 2023. The actual devices were not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The sample was determined to be conforming product. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusor under infused. The expected infusion time was 48 hours; however, the device did not complete until 72 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.